Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the iabp unit had a helium leak, and therefore, failed the helium leak test. The fse traced the leak down to the main helium line set. To fix the issue, the fse replaced the line set and adjusted the fittings. The iabp unit passed the helium test and no further leaks found. The fse then completed a full pm service, calibration, performed all functional and safety checks to meet factory specifications. Further, the fse replaced the expired 9v alarm battery with customer provided stock part. The iabp was then released to the customer for return to clinica service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a helium leak, and therefore, failed the helium leak test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a helium leak, and therefore, failed the helium leak test. There was no patient involvement, and no adverse event reported.